Event description:
The pt was admitted because of a malfunctioning pacemaker. The pt's atrial lead recently had been causing twitching in the pt's left arm and shoulder. Outpatient evaluation suggested that the pt had an insulation problem on the atrial lead. Recommendations were to have the lead repositioned and replaced.